Manufacturer narrative:
Product analysis the device was flushed, and a 0.014¿ guidewire was loaded. A pressure gauge and indeflator was used to inflate the balloon, no leak was found on the shaft, but water was seen leaking out under the strain relief, the strain relief was removed, and water was seen leaking out through the outer glue port on the luer, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nanocross elite pta balloon with a 6x45 non-medtronic sheath and a non-medtronic guidewire during treatment of a 120mm calcified lesion in the patients left mid anterior tibial artery. Minimal vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 30% stenosis. Artery diameter reported as 3mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated. A non-medtronic inflation device was used for balloon inflation. 50/50 contrast inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. Inflation difficulties during procedure were reported. A leak was noted on the shaft of the device. The device was safely removed from the patient. A replacement non-medtronic device was used to complete procedure. No patient injury reported.